Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed, during which it was noted the balloon connecting tube had a hole, causing fluid loss. All components were removed and replaced. No further patient complications were reported.